Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
Patient had a total knee replacement in 2015 and he was complaining of pain. The stem and the femoral head were taken out.